Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated chloride of 128 and 121 mmol/l with sid (B)(4) processed on the architect (B)(4) that repeated 107 mmol/l. The account uses a normal chloride range of 98 to 110 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) checked the ict cable and determined that the connection on one end was in poor condition. The ict cable was replaced. There were no additional discrepant or falsely elevated ict results generated on architect c16000 after the cable was replaced. An instrument service history review revealed no additional erratic or discrepant patient results reported on the analyzer. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The monthly product monitoring for clinical chemistry systems was reviewed. The calculated erratic rates for the architect systems were all below the upper control limit with no systemic issues or adverse trends for the issue identified. A review of historical data for the likely cause part revealed no adverse trend, systemic issue or nonconformance with the ict cable. A review of the pm log for architect c16000 indicated pm board was active during the time the discrepant results were generated. Based on the information within the complaint record, a malfunction of the parts associated with this ticket was identified. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.